Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
During a va revision, the ventricular catheter was disconnected from the implanted valve. When doing this, the blood backed up through the atrial catheter into the valve and the patient had to have the entire shunt system revised which required access to atrium again and new valve instead of just ventricular catheter. This caused a surgical delay of 15 minutes.